Event description:
At 1 month from primary, the patient came in reporting pain due to developing a hematoma. The surgeon performed adrenage and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23-04-2025 lot 2429396: (B)(4) items manufactured and released on 07-11-2024. Expiration date: 2029-10-21. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Other devices involved: liner: impact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2424777: (B)(4) items manufactured and released on 25-10-2024. Expiration date: 2029-10-08. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.